Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise during routine follow-up. There were no instances of inappropriate therapy though stored episodes did show evidence of oversensing. Provocation testing was unable to recreate the noise and oversensing. The physician elected to program shock therapy off pending revision. A procedure was performed several days later wherein the rv lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) was also explanted and discarded as the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The explanted lead is expected for return. No adverse patient effects were reported.